Manufacturer narrative:
The customer declined to troubleshoot the pump with customer service. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2021, the customer indicated that the mastitis turned into an abscess and then a staph infection. The customer also stated that she had her drains removed that day and she is healing, but is still not able to pump on her right breast and is still on medication. She indicated that the pump in style max flow was too harsh for her as the suction was strong and was also loud. She is using a symphony and a manual pump at this time. The customer indicated that she received her replacement pump but does not want to use it. In follow up with the customer again on (B)(6) 2021, the customer indicated that she is about 85 percent healed and has a doctor appointment tomorrow. She stated that she has a few holes in her breast that are healing and is still pumping with the symphony and manual pump at this time. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics and medical intervention to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that she was in the hospital over the weekend and had surgery for mastitis due to not being able to express her milk with the pump in style max flow breast pump. The customer also alleged that that the pump in style max flow caused her pain and she was using a symphony breast pump while in the hospital and it expressed more.